Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that patient's blood glucose was repeatedly tested on the aviva system which reported results of 201 mg/dl, 168 mg/dl, 266 mg/dl, and 371 mg/dl within 10 minutes. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.